Event description:
The customer reported that a short in the cable from workstation to c-arm was causing the system to lock-up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and lemo connector pins were replaced. The system was then found to be operating as intended.